Event description:
It was reported that the customer received a motor error alarm from her insulin pump. The customer also stated the she had recently changed her battery, and it went from full to two bars in seconds. The customer's blood glucose levels are unknown, though she stated they were high due to an illness. Standard troubleshooting was performed. The insulin pump was able to complete the rewind sequence. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.